Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The customer reported that when opening a box of c0068007, the customer found that there were 36 pcs of c0069420 inside.

Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code batch regarding another issue (thread breakage) of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a picture of a box labeled as c0068007 with batch 724355 and inside there is the product 0069420 with batch 724353. After investigation, it has been determined that such a mix-up in production is highly unlikely. The packaging date between these two batches is four days apart, so this mistake is almost impossible. (B)(4) of c0068007 and batch 724355 were manufactured and (B)(4) units were sent to bbcn in october 2024. (B)(4) units of code c0069420 and batch 724353 were manufactured and all was shipped to bbcn in september and october 2024. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the information received shows that the mix-up could have been produced outside of b. Braun surgical's facilities. Final conclusion: although a picture showing a mix-up was received, with the available information it is concluded that the mix-up could have been produced outside of b. Braun surgical's facilities, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmes. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.